Event description:
It was reported that the tabletop on the axiom iconos r200 system moved without activation by the user. A senior patient was present on the table for the exam. There have been no injuries attributed to this issue. The reported event occured in (B)(6).

Manufacturer narrative:
The provided error log shows unintended system movement. Service records for the concerned unit show that a quote was requested by the customer to replace the table top as it was deformed while performing an examination on a bariatric patient weighing 198 kg. The joystick on the system was replaced by local siemens service personnel. The axiom iconos r200 system is equipped with the red emergency stop buttons. Pressing these buttons will cause the system drives to shut down and movements will be stopped immediately. The reported issue is under investigation and a supplemental report will be submitted once additional information has been received. Customer's address: (B)(6). This report was submitted october 22, 2014.